Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving hydromorphone 10mg/ml at 1.210mg/day and bupivacaine 20mg/ml at 2.42mg/day via an implantable pump. The indication for use was failed back surgery syndrome and spinal pain. It was reported that the company representative received a phone call from the physician assistant (pa) that the patient was in the office complaining of the ptm (personal therapy manager) periodically timing out while synching multiple times and restarting. And nlink notes show 7/2023 the patient had complaints that the ptm was stuck at 90% for prolonged time. It was confirmed the patient was able to successfully deliver a bolus but was complaining of technical difficulties. It was also confirmed the patient was using the ptm/communicator properly. The manufacturer¿s phone number was provided to the patient and nlink notes show 7/2023 the patient had complaints that the ptm was stuck at 90% for prolonged time. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event. Additional information was received from the patient on 2025-04-14 who reported that ¿for months¿ they have been unable to connect to their pump. The patient stated their pump is implanted in their back ¿because I have a colostomy and it's (the pump) very pronounced no matter how I hold it (communicator) over the reservoir (pump), it takes at least 5 times before it will recognize the pump¿. The patient mentioned their doctor called for a representative that was supposed to meet them at the doctor's office 3 months ago, but that never happened. The patient stated the handset and communicator take charge well, and the ports are not loose/wiggly, but stated ¿I leave them plugged in all the time - it seems to work better if they're fully charged¿. The patient was already connected to the pump and had a 3 hour and 6-minute lockout with 2 minute lockout. The agent assisted the patient in restarting myptm app and the patient mentioned they see the handset home screen a lot. The patient clarified the handset screen goes black multiple times while trying to connect to the pump. The patient had difficulties navigating equipment throughout call. The agent assisted the patient in resetting the bluetooth and the patient then saw ¿not found¿, so the agent had the patient tap ¿switching communicator¿ but the handset screen timed out multiple times. The patient stated the power button was not getting bumped as the handset was laying on the table in front of them, and confirmed the handset has plenty of charge. When the patient was asked gent if the equipment has been wet/dropped, the patient stated ¿no, definitely not wet¿, and did not provide further information. The patient able to connect well. The agent assisted the patient in increasing their handset screen timeout settings from 15 seconds. The patient will monitor and call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software; product ID tm90t0, serial # (B)(6), product type accessory product ID hh90t01, serial# (B)(6); product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.